Manufacturer narrative:
Non-conformance is confirmed on the product received for evaluation in that the bung had separated from the safeset port. The port was examined for anomalies which would allow the bung to separate from the port. The port was examined for amomalies which would allow the bung to separate from the port. There were none observed. It is difficult to determine the exact cause of the problem experienced without the bung.

Event description:
Received report of safe set port popping out. Patient undergoing CABG procedure had an arterial line inserted for monitoring. Initially worked without problem. After practitioner drew blood from port and was flushing the line, the port popped off. Practitioner closed off the stopcock and changed the tubing. No blood loss or air in line. No patient harm reported.